Event description:
The customer contacted physio-control to report that the service light is illuminated and defibrillation energy is not as expected. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported defibrillation issue. The user interface pcb assembly was replaced to resolve the illuminated service light. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined corrupted integrated circuit designator u2. Root cause of the reported defibrillation issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service light is illuminated and defibrillation energy is not as expected. There was no patient use associated with the reported event.